Event description:
Pt had insertion penile implant 11/20/95. He did well then for awhile til he was having alot of pain, had full erection. Dr felt distal end loose in the penis, cylinder slipped out of the corpus. Pt. Brought back in 12/11/96 and had this repaired. Did well after that. Pt. Contacted office 4/96 and had office visit 4/15/96, dr. Felt that he probably was leaking fluid. Went to surgery 5/6/96, had electrical testing for leakage of all components unsuccessful. Inflatable penile prosthesis replaced on 5/6/96.